Event description:
It is reported that the surgeon noticed the set screw was not attached into the connector when the cable was tightened. There was no set screw in the package.

Manufacturer narrative:
Evaluation summary: there is no clear indication of when the client noticed that the set screw was missing. There is an indentation on the inside of the crimp where the set screw sits as well as markings on the threads of the crimp where the set screw engages with the crimp. It appears that the set screw became missing post distribution; however, there is insufficient evidence to ascertain a definitive root cause of this reportedly missing component. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.